Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error several times. The patient's blood glucose level was 7 mmol/l. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus basal delivery. Unable to confirmed error alarm due to erased history file caused by several alarms in the history file alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.